Event description:
The customer reported to philips healthcare that the heartstart xlt did not turn on. There was no reported negative patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.